Event description:
It was reported the device had case damage and looks to have been dropped. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. Battery drawer is contaminated. Upper and lower cases and one side bail cover are broken. Lcd (liquid crystal display) lens is cracked. Keyboard is scratched. Battery drawer o-ring is missing.